Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on 01may2024 wherein, the ipg was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
It was reported to abbott, a rep met with a patient and noted their ipg had reached end of life. The patient was concerned the ipg didn't last the length of time that was mentioned at the time of implant. Technical service advised the patient that running the ipg on high stimulation can drain the ipg battery quicker than expected. The patient was already told to contact a physician. The record is pending intervention/update. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.